Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a cre balloon dilatation catheter was used during a procedure for the dilatation of an esophageal stenosis. According to the complainant, during the procedure, the balloon was inflated to 3 atm at the target site. The scope and device were then removed from the patient. The scope and device were subsequently reintroduced into the patient and the balloon was attempted to be inflated again. However, the balloon would not inflate. The device was withdrawn through the scope and inspected. The balloon material was found to be torn. The procedure was not able to be completed as a result of this event. However, there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age, gender, and weight are unknown. However, it was reported the patient is over 18 years. Event date is unknown. (B)(4) balloon torn. Preliminary investigation results: visual evaluation of the device revealed no damage to the catheter of the device. Functional evaluation was performed; inflation was attempted and a hole was noted in the balloon portion of the device. The complaint that there was a tear in the balloon was confirmed. It is most likely that this failure occurred due to procedural or anatomical factors encountered during the procedure that limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot.